Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for evaluation, as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that after a total knee procedure, the total articular surface provisional instrument fractured while it was being disassembled prior to cleaning. There was no patient involvement and no adverse events have been reported as a result of this malfunction. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 h6: proposed component (annex g) code is mechanical (g04) - provisional bottom no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.